Manufacturer narrative:
A review of the last three (3) product monitoring report pmr's for trends indicated no trends for this issue on this product. Historical complaint data from (B)(6) 2015 to (B)(6) 2017 was reviewed as it relates to the reported event. A total of 1 complaint, including this one, was reported. This issue will be monitored through the post market product monitoring review process. No additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. Additional information has been requested, however to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that at the moment of removal, the balloon did not deflate. The product was discontinued with no reported harm to the patient. Photos depicting the reported complaint issue were provided by the complainant. No further information has been provided.